Manufacturer narrative:
This product is not sold in us and is 510(k) exempt. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, after the radio frequency ablation (rfa) for liver cancer, the coating of the needle peeled off and not completely disengaged. Nothing fell into the patient's cavity. There was no problem with the treatment and no patient injury.

Manufacturer narrative:
One device was received for evaluation. The returned product did not meet specification as received. Visual inspection found the insulation on the needle was damaged, exposing the bare needle shaft. The reported condition was confirmed. The investigation of the found damage in the clear insulation. The damage was most likely caused by contact with a metal guiding needle. The needle failed hipot testing. The investigation identified the root cause of the reported event to be the needle contacting the metallic guiding needle. If information is provided in the future, a supplemental report will be issued.